Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-10578 - device 8 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that two infusion set fell off during use within 1-2days of insertion. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.